Event description:
It was reported that the system had multiple intermittent problems; system would not boot all the way, vertical lift not working, wig-wag problem, charger fail, and no fluoro.

Manufacturer narrative:
Ge representative repaired unit, tested. System operates as intended.